Event description:
It was reported patient enrolled in a clinical study underwent an initial knee procedure on an unknown date. Subsequently patient underwent manipulation on december 9, 2004 due to arthrofibrosis.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.